Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of field evaluation: a carefusion field service representative (fsr) performed an initial evaluation of the device at the facility. The fsr duplicated the reported issue and identified that a wire to the exhalation valve was crimped, causing it to be grounded out. The fsr completed the repair and returned the device to the customer operating to service specifications. The suspect component will be returned to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported on this avea ventilator on startup the ventilator is displaying vent inop, loss of gas, safety valve, not ventilating, and low peep alarms. The ventilator also has a clicking sound and seems to autocycle. No reported patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) laboratory received the suspect exhalation valve for investigation. The fa lab inspected the exhalation valve and found a damaged wire within the exhalation valve assembly. The fa lab installed the exhalation valve on a test station characterization performed and passed. The reported issue was not duplicated and the component root cause could not be determined. This issue will be internally investigated within carefusion.